Event description:
It was reported that smartsites are leaking. The patient was receiving a blood transfusion through their peripheral IV when leakage occurred.

Manufacturer narrative:
The customer¿s report that smartsites are leaking could not be confirmed due to hardened blood in the received smartsite connectors altering the smartsites functionality. Visual inspection of the set noted the smartsites had traces of dried blood inside the smartsite and around the male and female ports. Functional and pressure testing resulted in the set not flushing successfully and met with an occlusion due to the hardened blood in the smartsites. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that smartsites are leaking.

Manufacturer narrative:
Additional information provided: patient info. Baby, approximately 4 weeks old.

Event description:
The patient was receiving a blood transfusion through their peripheral IV when leakage occurred.